Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an imperfection of proper reprocessing caused by leakage at the control section. The cause of the leakage could not be further presumed. The foreign material was concluded to have been simethicone. The instructions for use (IFU) states in the following to contact olympus incase leakage is detected. Therefore, abandoning reprocessing at leakage is not a deviation from the IFU. "Reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." The IFU states in the following not to flush anything other than sterile water into the air/water (a/w) channel and not to put anything into the sterile water. "Operation manual_ inspection of the endoscopic system_ inspection of the objective lens cleaning function. Warning: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported issue of an e315 error code was unable to be confirmed. The device evaluation found white crystal contamination within the air and channels. In addition to the contamination, the device evaluation also found the light cover and optical cover glasses were chipped and the light cover adhesive was missing. The optical cover glass adhesive was uneven and the distal end adhesive was pitted. Delamination was found on the insertion tube. The device evaluation found that the control body side cover was leaking and there was water ingress in the suction connector. The bending angles did not meet specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the video scope had an e315 error code, image problem. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: white crystal contamination identified within the air and channels. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.